Event description:
It was reported that the insulin gauge was inaccurate. Customer reported using cartridge for 4 days and was not performing the air removal step. Tandem technical support informed the customer that this is off label per the user guide. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was 170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.